Manufacturer narrative:
Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause. The most likely cause(s) can be attributed to excessive force pulling the suture strands. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/09/2024, it was reported by a sales representative via email that an ar-1588tnt acl titghtrope came apart. This occurred during a case with no patient harm. Additional information requested additional information provided 2/20/24: there was a delay, as we had to re-suture the graft. I don¿t have the exact time but probably be an extra 15-20 min delay. We used another ar-1588tnt to complete the case.